Event description:
Complainant alleged that the pt coded after open heart surgery had been completed and after the pt had been moved out of the operating room. The staff switched to external paddles on the defibrillator, but the paddles couldn't reach the pt so they stretched the paddles's cables to their limit, and in doing so, the powercharger that was attached to the defibrillator became disconnected from the ac outlet. The unit was immediately plugged back into the ac outlet. The charge button was pressed and the unit began to charge to 200 joules, but the unit was charging very slowly (one joule at a time.) They twice more attempted to charge the device, once at 200 joules and a second time at 300 joules and the same scenario occurred. The unit never reached the target energy setting. Several times during the attempted charging and discharging of the device, the device screen displayed a "shorted discharge" error message. The complainant was unable to pinpoint exactly when the "shorted discharge" error messages occurred during the event. The complainant indicated that the staff was able to obtain another device to defibrillate the pt. There was no adverse effect on the pt as a result of the reported malfunction.